Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: additional data- d6. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: initial reporter is a synthes sales consultant without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation (orif) of the ankle due to an unknown reason. The variable angle (va) locking screw holes failed; the two of the most distal inferior variable angle (va) holes failed to lock on the variable angle locking compression plate (va-lcp). Different screws were attempted with the same result. Proper technique was applied. The surgery was successfully completed with a two (2) minute surgical delay. Patient outcome was unknown. Concomitant device reported: locking screws (part/lot unknown, quantity unknown). This report is for a variable angel locking compression (va-lcp) lateral distal fibula plate. This is report 1 of 1 for (B)(4).